Event description:
It was reported that the patient alert sounded, and the device was found to have a power on reset. The reset was cleared. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.